Manufacturer narrative:
The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. Additional information was provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up the surgeon reported that the patient is doing well.

Manufacturer narrative:
A sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that 2 months after an intraocular lens (iol) was implanted, it was exchanged for another lens of different diopter power. The exchange was done because the patient had poor vision due to a myopic surprise with astigmatism. Additional information was requested.